Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
We received 131hf7 catheter with an attached monoject 1.5cc limited volume syringe for examination. An attempt to inflate the balloon with the returned syringe found that the balloon would not remain inflated due to leakage between the inflation lumen and the distal lumen. Further testing confirmed the leak to be occurring from inside of the backform. A cut down was performed to locate the cause of the leakage and it was found that an air bubble inside the backform connecting the two lumens. The proximal lumen was found to be patent and did not leak. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
The catheter was removed. No patient complications were reported.

Manufacturer narrative:
Correction, please disregard medwatch number 2015691-2015-0300-2. Please see the corrected verbiage. The report of damaged catheter body was confirmed. We received one 744f75 catheter with attached monoject 1.5cc limited volume syringe without the packaging for examination. Examination of the catheter found what appears to be a cut in the catheter body 39cm proximal of the catheter tip. The puncture was found to enter the distal and inflation lumens only. The puncture is 0.230" long. Leak testing confirmed that the proximal injectate lumen was patent and did not leak. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per the vigilance manual. The catheter ran cco in 37.0 c water bath on the vigilance ii monitor for 5 minutes with no error. The thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that during monitoring, when the physician inserted the catheter into the patient they found that the balloon inflation volume was abnormal. The physician changed to another catheter. When the physician checked the catheter, they noted that there was a crack on the catheter, and found that the pulmonary artery cavity and balloon cavity was connected.